Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tip of the screwdriver snapped off during a surgical procedure while attempting to place a screw.

Manufacturer narrative:
As returned, the screwdriver was confirmed to be fractured. The hex end of the screwdriver is broken off to the 0.080 diameter hole. The product was measured against the print specifications at several dimensions and it was confirmed that all measurements taken were within specification. The device history records were reviewed and the records indicated that the device met specifications at the time of manufacture. The screwdriver is used for treatment. A patient history review indicated that there was no harm or injury to the patient. A definitive root cause cannot be determined with the information provided.